Event description:
The facility reported a colleague pump with a problematic membrane switch seal. It is unknown wien this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with a problematic membrane switch seal was confirmed during product eval. Inspection of the pump found the pump head module (phm) keypad seal to be damaged. The phm keypad was replaced to fix the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.